Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. The stem, head and liner were revised to competitor femoral components and a new liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.